Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. The pt mentioned that they went to the hosp 22 times last year because of the readings on their meter. The pt was unable/unwilling to verify if they were treated in the hosp. The pt mentioed that they went to the hosp 22 times last year because of the readings on their meter. The pt was unable/unwilling to verify if they were treated in the hosp. The pt was unable to explain how the meter sent them to the hosp and the detailed info about the incident. The pt mentioned that the meter was never set correctly. The meter had the incorrect time and date and was set to the incorrect unit of measurement. The pt did not recently go into the settings and changed the unit of measurment and mentioned that the meter was never set to the correct unit of measurement. The pt did not want to the further troubleshoot with customer services. Customer services sent the pt a replacement meter. Due to a spontaneous power interruption, the meter reverted from the 'mg/dl' to the 'mmol'l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction.